Manufacturer narrative:
(B)(4).

Event description:
It was reported the physician inserted the catheter for the first time. After inserting the catheter on the right side, it was discovered during aspiration of the lumens that the catheter was leaking at the hub connection assembly. The catheter was removed and replaced with a pallindrome catheter from medtronic. It was reported the green compression sleeves were found in the tray were not used prior to connecting the hub connection assembly to the lumens. No patient harm was reported. The patient's condition is reported as fine. The patient was sent to the ward and discharged from the hospital.

Manufacturer narrative:
Qn# (B)(4). The customer provided one image showing the hemodialysis assembly from the instructions for use (IFU). The customer returned one chronic hemodialysis catheter assembly for analysis. Signs of use in the form of biological material were observed. Initial visual inspection of the connector assembly and catheter body did not reveal any defects or anomalies. After failing functional testing (see below), the compression fitting was threaded off the connector assembly. It was immediately observed that the green compression sleeve was not present. The catheter was assembled and functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "slide threaded compression cap and compression sleeve (pre-loaded on tunneler handle) onto catheter and beyond cut mark". When the catheter was assembled and flushed with a lab inventory syringe filled with water, leaks were detected. Amrq-000075 states, "there shall be no liquid leakage in the form of a falling drop of water at 300-320 kpa (43.5-46.4 psi) for 30 sec when tested per bs en iso-10555-1 annex c." Both luer hubs of the catheter were connected to the leak tester and pressurized to 300kpa while the distal end of the catheter was occluded. Water was observed leaking out of the connector assembly. A lab inventory green compression sleeve was added to the assembly. The functional test with the leak tester was performed a second time. No leaks were observed. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit instructs the user to use the green compression sleeve as part of the completing the catheter insertion: "slide threaded compression cap over compression sleeve towards hub connection assembly with compression sleeve seated completely inside." The IFU also warns, "ensure compression sleeve is securely positioned inside threaded compression cap. Avoid attempts to place compression sleeve onto hub connection assembly cannula and then apply threaded compression cap. Incomplete compression may occur causing catheter separation". The returned catheter assembly and customer report indicates that these steps in the IFU were not followed. The report of a connection assembly not secure was confirmed through complaint investigation. Visual analysis revealed that the green compression sleeve was missing from the returned assembly, which is not the intended use of this device. Functional testing revealed that the catheter leaked without the green compression sleeve; however, the device was functional when a lab inventory sleeve was added to the assembly. Based on the customer report and the sample received, intentional use error likely caused or contributed to this event. In-service training was performed to instruct the user on proper catheter assembly. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the physician inserted the catheter for the first time. After inserting the catheter on the right side, it was discovered during aspiration of the lumens that the catheter was leaking at the hub connection assembly. The catheter was removed and replaced with a pallindrome catheter from medtronic. It was reported the green compression sleeves were found in the tray were not used prior to connecting the hub connection assembly to the lumens. No patient harm was reported. The patient's condition is reported as fine. The patient was sent to the ward and discharged from the hospital.